Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the final stage of the surgery, the surgeon was carrying out the distal locking for pfna ii and the 4mm drill bit broke where the distal locking should be done. The broken portion of the drill bit couldn¿t be removed, therefore it was left in the patient¿s body. There was neither prolongation or reoperation of the surgery. The patient is fine without any complication. A review of the x-rays by the medical staff at the manufacturer confirmed the breakage of the drill bit can be observed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. PMA/510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.